Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when upgrading the software version on the device with a usb. Characters of "value" were displayed on the screen when this issue occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was updated on the device to address the issue. After performing the software upgrade on the device, a final and run-in tests were performed on the device, along with the battery and valve checks. The device was operational and was cleaned.